Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08780 inches. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer treated high blood glucose level with syringe. The customer did not mention any symptom related to high blood glucose level. The customer reported that the insulin pump passed the displacement test and self test. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.